Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units helium chain loose and cart battery bracket stuck.

Event description:
It was reported that while in biomed shop, the cs300 intra-aortic balloon pump (iabp) units helium chain loose and cart battery bracket stuck. There was no patient involvement.

Manufacturer narrative:
Fse was unable to reproduce the reported issues. Fse confirmed that the battery release latch was functioning, but gets stuck due to its age and surrounding humidity. As a precaution, the fse provided the customer with a quote for if and when they decide to replace the battery latch in the future. The unit was then returned to the customer and cleared for clinical use.